Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for stopper creepout with the incident lot was not observed. Although the video depicts a stopper rising up unaided, the motion used to close the tube is not per bd recommendations. The bd instructions for use (IFU) document states when reinserting a bd hemogard closure, twist and push down firmly until stopper is fully reseated. Complete reinsertion of the stopper is necessary for the closure to remain securely on the tube during handling. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper creepout as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper creepout. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, there was stopper creep out of two tubes. No patient impact reported. The following information was provided by the initial reporter: "when customer done tested with serum tube, they will reinsert the hemogard closure for tube. But after they reinsert a few moment, the closure auto push out from tube part."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, there was stopper creep out of two tubes. No patient impact reported. The following information was provided by the initial reporter: "when customer done tested with serum tube, they will reinsert the hemogard closure for tube. But after they reinsert a few moment, the closure auto push out from tube part."